Event description:
Abbott hi-torque balance middleweight guide wire used during cerebral thrombectomy was damaged and unusable during case. Coating peeled off wire prior to its use. Impaired and packaging saved for manufacturer inspection. FDA safety report ID # (B)(4).